Manufacturer narrative:
No parts have been received by manufacturer for analysis. (B)(4).

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly, damaged teeth on the starburst adapter end. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.